Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: mc1vr01-delsys, serial/lot (B)(4), ubd: 14-apr-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient passed away during an attempted implant of a leadless implantable pulse generator (ipg). During the implant procedure, the leadless implantable pulse generator (ipg) was positioned three different times to obtain appropriate positioning. On the third deployment, it was noted the device had moved position once fully deployed and was recaptured. The patient experienced a perforation, leading to cardiac tamponade. The leadless implantable pulse generator (ipg) and delivery system was removed. The patient experienced periods of asystole. A code was called and a temporary pacing lead was placed. A pericardiocentesis was performed. Resuscitation efforts were unsuccessful and the patient was pronounced deceased.